Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a leaky reservoir. The customer stated that she has had problems with three reservoirs and that she had tried to push insulin and air out of one of the reservoirs several times but the reservoir had started leaking. The customer also stated that the leaks were past both o-rings and happened when she was trying to fill the reservoir. Nothing further was reported.